Manufacturer narrative:
The investigation results revealed that one fast-fix 360 curve needle was returned for evaluation of the reported complaint mode, "premature implant deployment". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No damage was noted to the device. The needle assembly cycles as intended and actuates normally. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a knee scope procedure, the surgeon tried to deploy the first implant, both implants dropped out at the same time. The surgeon cut off the whole suture with the 2 t, and opened another box of curved fastfix device to proceed with the scope. No piece broke off into the patient per the product incident report. The procedure was completed by using a back up device. There was a reported 1 minute operative delay.